Manufacturer narrative:
On 1/16/2020, mentor became aware that a manufacturing record evaluation is not available. The lot number cannot be found in mentor database. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. If new information becomes available in the future, a supplemental report will submitted. On 2/5/2020, during visual inspection of the sample, parallel lines of shell wear were observed on the anterior aspect. A tear was also observed within shell wear measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with shell wear . Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: a mentor memorygel breast implant 375cc , catalog number 3544375, lot number 244991. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 375cc and experienced rupture on the right breast implant. The health care professional states that the patient had mammogram on (B)(6) 2017 and on (B)(6) 2018 MRI confirmed rupture on the right breast implant. As a result, the patient had undergone removal without replacement on (B)(6) 2019.the patient¿s condition improved.